Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient presented in the clinic due to extra-cardiac stimulation of the shoulder. The device was interrogated and found in backup vvi mode. Further investigation suggests the cause of the backup vvi mode was due to a high-energy field present during an unrelated surgery the patient had weeks prior. The device software was downloaded and reprogrammed to resolve the issue. There were no adverse consequences to the patient.